Event description:
It was reported to the manufacturer, that the vns patient has been experiencing an increase in seizure activity. It is unknown if the increase is above pre-vns baseline. The relationship between the increase in seizure activity and vns therapy is unknown at this time. The patient's generator has been replaced prophylactically. Good faith attempts to obtain additional information regarding the reported event and to obtain the explanted product have been unsuccessful to date.